Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. The customer reported a bolus was not delivered from the inaccurate values, and tandem technical support instructed the customer to back out of the bolus tab. The customer confirmed the bolus value was successfully cleared. There was no reported impact to the customer's blood glucose level.